Event description:
It was reported to boston scientific corporation that a solyx sis system was used during mid-urethral sling placement procedure performed on (B)(6) 2018. According to the complainant, the mesh carrier did not release from the shaft tip (trocar). The procedure was completed with another of the same solyx sis system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1158 captures the reportable event of mesh carrier difficult to release from the shaft tip. An examination of the returned delivery device and mesh assembly was performed. No damage was noted to the delivery device. On the mesh assembly, there is debris present, indicating signs of use. No other damage was noted. The intact carrier was loaded onto the delivery device; no issues were noted with the delivery device deployment mechanism. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The most probable cause selected for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
F10 and h6: problem code 1158 captures the reportable event of mesh carrier difficult to release from the shaft tip. H10: the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during mid-urethral sling placement procedure performed on (B)(6) 2018. According to the complainant, the mesh carrier did not release from the shaft tip (trocar). The procedure was completed with another of the same solyx sis system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during mid-urethral sling placement procedure performed on (B)(6) 2018. According to the complainant, the mesh carrier did not release from the shaft tip (trocar). The procedure was completed with another of the same solyx sis system. There were no patient complications reported as a result of this event.